Manufacturer narrative:
This initial report is being filed after the due date as the initial submission was found to have not been received during an attempt to submit the follow-up report. At that time, the error message "error: initial report / prior supplement has not been received. The initial report is missing." Alerted orthalign inc of the issue prompting the submission of an initial report.

Event description:
Setting microblock was ok, quantity of osteotomy was very different from quantity the surgeon had planned. First fixation pins were re-inserted to retry the femur registration. However, surgeon was unable to complete the registration 20 times. After that, the navigation unit battery turned off and could not be rebooted. Subsequently, conventional instruments were used to complete the procedure. A review of the device history record (DHR) was conducted. The device passed all manufacturing specifications prior to release. The failure could not be reproduced. According to the navigation unit event log, the user repeatedly saw an inconsistent hip point error while attempting the femoral maneuver; this aspect of the complaint can be confirmed. This error can also occur if the system is unable to determine where the femoral head resides based on the maneuver performed. Orthalign, inc. Will continue to monitor this issue and take action when/if alert limits are exceeded.